Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks on the lcd lens screen. The customer stated problem was not duplicated. Device was able to pass functional tests, however -cassette not attached properly- error was found in the device ehl (event history log) to have happened. Replaced the dso (downstream occlusion sensor) for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached error. No adverse effects were reported.